Event description:
Boston scientific received information that this right atrial lead dislodged. The dislodgement was noticed with cine imaging. A revision procedure was done and the lead was repositioned. This lead remains in service. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.